Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, the device was flushed, and an 0.018¿ guidewire was loaded, an indeflator was attached to the device and the balloon was inflated to nominal pressure of 6atms the balloon was then inflated to rated burst pressure (rbp) of 12atms, the balloon was then fully deflated in approximately 10 seconds, the reported event of deflation difficulties cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the chocolate 018 balloon at the mid right superficial femoral artery, there were balloon deflation difficulties, including the device not deflating at the lesion site. Deflation issues were noted following the first inflation and during subsequent inflation attempts. After the first inflation, the nitinol wire could not return to its original position close to the balloon, making a second inflation impossible. The target lesion was described as severely calcified with moderate tortuosity and plaque. The device was prepped according to instructions for use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: no issues were noted during inflation. The balloon was eventually fully deflated for removal, however, the specific time it took for deflation is unknown. It was deflated using the pressure pump damage was noted to the balloon catheter, the nitinol cage could not adhere tightly to the balloon. The procedure was completed by replacing the device with another identical balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.